Event description:
Healthcare professional reported "capsular contracture baker grade unknown" of a non- abbvie device. Later healthcare professional reported "minimal glandular ptosis". This record is for the right side. Device was explanted and replaced. "This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)".